Event description:
Was using the oto-tip earwax removal tool when the plastic tip broke off in my ear (see picture). I was lucky in that I was able to use another tool to fish the tip out, but if I hadn't been able to it would have required a trip to urgent care or the hospital. See online reviews of this product on amazon etc; others have had this happen to them (including children). The device and replacement parts are readily available on sites like amazon. This is a device with a dangerous flaw that should not be able to be sold to the public.